Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used to remove an endoscopic retrograde biliary drainage (erbd) tube on (B)(6) 2013. According to the complainant, during the procedure, the snare was used to remove an existing erbd tube from the patient¿s common bile duct. However, the handle did not move properly and was difficult to actuate. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the flare detached, therefore this is now an MDR reportable event.

Manufacturer narrative:
It was reported, the patient is under 18 years. (B)(4). Investigation results: visual evaluation of the device found the flare was detached, and the catheter was kinked at the distal and proximal portions of the device. A functional evaluation of the complaint device could not be performed due to the flare detachment. The complaint was confirmed. Manipulation of the device during the procedure likely produced the kinks found, which would create resistance during subsequent attempts to actuate the device. Actuation against this resistance can ultimately cause the flare to detach. The most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.